Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("removal of essure") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included tubal pregnancy and salpingectomy partial. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and hyperaesthesia ("hyperesthesia of face"). The patient was treated with surgery (salpingectomy on the left only). At the time of the report, the medical device removal and hyperaesthesia outcome was unknown. The reporter provided no causality assessment for hyperaesthesia and medical device removal with essure. Diagnostic results (normal ranges are provided in parenthesis if available): neurological examination - on an unknown date: causes stayed unexplained. Unspecified date: stomatological and ent (ear, nose and throat) tests - causes stayed unexplained. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: medical device removal. The analysis in the global safety database revealed 671 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 19-apr-2017: quality safety evaluation received. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("removal of essure") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included tubal pregnancy and salpingectomy partial. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and hyperaesthesia ("hyperesthesia of face"). The patient was treated with surgery (salpingectomy on the left only). At the time of the report, the medical device removal and hyperaesthesia outcome was unknown. The reporter provided no causality assessment for hyperaesthesia and medical device removal with essure. Diagnostic results (normal ranges are provided in parenthesis if available): neurological examination - on an unknown date: causes stayed unexplained. Unspecified date: stomatological and ent (ear, nose and throat) tests - causes stayed unexplained. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 14-jun-2017 for the following meddra preferred term: medical device removal. The analysis in the global safety database revealed 660 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 8-jun-2017: reporter did not respond to final follow-up attempt. No further information expected. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("removal of essure") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. The patient's past medical history included tubal pregnancy and salpingectomy partial. On an unknown date, the patient started essure. On an unknown date, the patient experienced medical device removal (seriousness criteria medically significant and clinically significant/intervention required) and hyperaesthesia ("hyperesthesia of face"). The patient was treated with surgery (salpingectomy on the left only). At the time of the report, the medical device removal and hyperaesthesia outcome was unknown. The reporter provided no causality assessment for medical device removal and hyperaesthesia with essure. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: neurological examination result was causes stayed unexplained. Unspecified date: stomatological and ent (ear, nose and throat) tests - causes stayed unexplained. Company causality comment: this medically confirmed spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and she had removal of essure. The reported event is serious due to medical importance and anticipated in essure's reference safety information. If, after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, limited information was given and no exact reason for device removal was provided. However, given the nature of the event, causality cannot be excluded. This case was regarded as incident, since device removal was required. The product technical analysis and further information has been sought.